Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that one of the batteries inside the device ruptured. Complainant indicated that the device was stored inside a cabinet at the time, and there was no pt involvement in the reported malfunction.